Event description:
It was reported that the device had sudden battery depletion and could not be interrogated using multiple programmers. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device found the device had no telemetry and no pacing output due to a high current drain condition which caused the battery to become completely depleted. The cause of the high current drain can be attributed to the current leakage in the battery filter capacitors.